Event description:
It is reported that x-rays show possible radiolucency between the tibial plate and the bone for an unk number of pts.

Manufacturer narrative:
This report will be amended when our investigation is complete.